Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: - work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the faulted camera was replaced. Codes b01, c08 and d02 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system ceased displaying the instruments. The manufacturer representative (rep) called back to report that the system displayed a localizer faulted error, and the camera showed an amber light indicating an issue. The rep checked the ndi toolbox, and found a bump detected error, battery fault, and storage temperature exceeded. Further investigation revealed that the cmos (complementary metal oxide semiconductor) battery went out in the camera. It was unknown if there was any patient impact, and if there was a delay.

Manufacturer narrative:
H3: the camera (product: camera refurb 9735821r vega base s8 svc, serial/lot: p902978) was returned to the manufacturer for analysis. Analysis found that there was a damaged camera or system control unit (scu). This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the issue was initially reported to them from the biomedical engineer. After speaking with the site, the faulted camera was found prior to the patient coming into the room. They removed the system and got another system that they had on site. It was confirmed that no patient was present when the issue occurred.